Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass procedure, the fractionated of inspired oxygen (fio2) value following the set-up value was slow and a re-calibration message occurred. After re-calibration, the malfunction was cancelled. The device was not changed out. The surgical procedure was completed successfully, and there were no delays, no blood loss or no adverse consequences to the pt.

Manufacturer narrative:
At the subsidiary mfg engineering center (mec), they confirmed that the fio2 value followed to set-up value was slow when controlled by the central control monitor (ccm).